Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date was inaccurate. Reportedly, the pump time was inaccurate by 7 minutes and the date was inaccurate by 2 days. The customer did not know how the pump time and date became inaccurate. Customer's blood glucose level was 202 mg/dl. Customer updated the time and date to be accurate.